Manufacturer narrative:
Product complaint #: (B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the estimated blood loss for each patient? Was there difficulty removing device from tissue? Were any staple formation issues noted? How many patients developed a post-operative bleed? How were they addressed in each patient? It was mentioned that electrocautery was used on one patient and suture on another. Was this done during initial procedure or a reoperation? In one patient a drop in hemoglobin was noticed. Did this patient require any medical/surgical intervention?

Event description:
It was reported that during a lap appendectomy, powered 45 with gst white and blue loads, post op the surgeon had to readmit patient because they bled post operatively. One of the patients he suspected a bleed, that he dropped about five units of hemoglobin. Case completed with by electrocautery on one patient, and oversewed on another, the third patient it's unknown how the case was completed. Unknown how the patients are doing.